Event description:
This pt underwent a left total knee at an outside facility in 2003. She presents with complaints of pain in this knee and states it has progressively gotten worse. She was admitted for a revision of the left total knee. All components were removed and replaced. As per hosp policy, components are not available for release.